Event description:
It was reported that the customer entered 200 grams of carbs instead of 20 grams of carbs and delivered the bolus. Contact indicated that customer would eat carbs to address the amount of insulin delivered and blood glucose level would be monitored. Contact declined any further follow-up.

Manufacturer narrative:
The t:slim user guide indicates pump is to be used with individuals 12 years of age and older, patient is (B)(6) years old. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.